Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they were cleaning their automobile when damage occurred to the device and alarming began. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 177 mg/dl at time of reporting. Nothing further reported.